Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported a problem with the high voltage cable. No patient injury was reported.